Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that the "gray plastic part (connecting part) was broken." Investigation found a broken tube adapter. A piece measuring approximately 0.090" x 0.098" was broken from the adapter. The broken piece was not returned with the instrument. The root cause of this failure is attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event to isi was submitted for review. A review of the instrument log for the monopolar curved scissors instrument (part# 430004-53/ lot/serial#: (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 14 uses remaining after this last usage. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, when the customer separated the monopolar curved scissors (mcs) instrument tip, the mcs instrument was found to have the gray plastic part broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The procedure was delayed due to recognition issue. The customer confirmed that arcing was not observed and no fragment fell inside of the patient. The instrument did not collide with any other instrument or tool during the procedure. The patient had no injury/harm. There was no damage on the mcs tip cover accessory.